Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when attempting to select a surgeon profile in the ent software the profiles were missing. The representative was unable to create a new surgeon profile. This was discovered before procedure. The software was "unistalled" and reinstalled. The issue was not resolved.

Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the harddrive was malfunctioning causing the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. A known software anomaly was detected on the system. The anomaly is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.